Event description:
I received coolsculpting, and developed paradoxical adipose hyperplasia, confirmed by my doctor, and it was also confirmed by allergan / abbvie's medical team (in writing, and attached). The paradoxical adipose hyperplasia (pah) / paradoxical hyperplasia is confirmed to my abdomen, flanks, and arms. I require surgical intervention for treatment. It sounds as though pah often grows back, so it may be multiple surgeries. My doctor has listed that my body is deformed. This was caused by coolsculpting. Md (medical doctor) and the manufacturer agree with the pah diagnosis to my abdomen, flanks, and arms. Please remove it from the market. It is harming us. It is deforming people and the incidences are underreported. The incidence rate is spoken to in terms of "treatments" but one person gets many "treatments." It is causing so many of us to develop pah. Please remove it so no other harm can happen to people. Had no conditions before coolsculpting. Now have pah, masses in coolsculpting treated areas, high blood pressure, have been recently diagnosed with uterine fibroids and had a polyp in uterus that had to be surgically removed, and have recently developed many gi (gastro intestinal) issues also, issues breathing in fully (pressure from masses?), chest pain, etc. Coolsculpting caused serious deformation in my body. I was small - a size zero or two - now my stomach is bulging, and I have no choice but surgery to remove the fibrous masses I was not adequately informed of. The number of incidences was inaccurately described, and the manufacturer is trying to buy releases. I received an additional offer for (B)(6) today for a full release and for confidentiality, and for not telling who crafted the release.